Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to the start (post-anesthesia) of a da vinci-assisted surgical procedure and during draping, patient side manipulator (psm) 1 link 6 cap was found damaged. The customer could not continue the procedure with two psm arms; therefore, the surgeon elected to abort the da vinci procedure and continue with laparoscopic surgery. There was no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product with an alleged issue to perform failure analysis. The patient side manipulator has been evaluated by the failure analysis (fa) team. The psm was analyzed and the reported link 6 cap damaged was confirmed and replicated. System logs review indicates that the psm top switch was damaged. Upon visual inspection link 6 cap was found to be damaged replicating the reported event. The psm was tested on a testing platform, and upon start up the unit failed with an error 1 being unable to test. As a result of these findings, failure analysis concluded that the link 6 top switch is the root cause of this issue. The complaint was confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.